Event description:
It was reported that the patient's catheter broke and had to be replaced. No specific patient symptoms were reported or outcome was reported. The drug contained in the patient's pump was not reported. Reference MFR report #6000030200800101.